Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, stent dislodgement occurred. The 90% stenosed target lesion was located in the 90% stenosed and calcified distal left circumflex artery. A 2.50x12mm promus element stent balloon expandable was used to treat the lesion. After dilatation with the ipb 2.0×15mm balloon catheter, they performed an ivus and view it . Then, they tried to advance this stent delivery system. Resistance was encountered during the advancing, so they removed this device from the patient. Then, it was noticed that the stent was dislodged at the bifurcation of lad and lcx with angiography. They were able to retrieve the stent with a snare (unknown manufacturer).